Event description:
Patient undergoing laparoscopic colectomy, loop ileostomy and mobilization of splenic flexure. As part of the procedure, the surgeon went to perform the anastomosis bypassing the stapler to the upper rectum and mating the descending colon to the upper rectum but the stapler misfired. The anastomosis had to be removed and redone. This required or time and additional equipment. The patient was not harmed. Manufacturer response for covidien eea circular stapler, covidien (per site reporter): the representative has taken the device back to the manufacturer. Manufacturer response for stapler, covidien eea 28 circular stapler (per site reporter): the representative received the stapler and returned it to the company for review.